Event description:
It was reported that during a low anterior resection/rectum procedure, the device did not have a complete staple line. It cut, but did not staple all the way. Case completed with another device. The surgeon had determined prior to the procedure that the pt would receive an ileostomy.

Manufacturer narrative:
Info anticipated, but unavailable at this time.